Manufacturer narrative:
During the data analysis the pump connection was not recognized, indicating a rarely occurring epm crystal issue this confirmed the reported failure mode. The console was tested by power cycling the console 10 times, upon connecting the optical test pump, every time the pump was recognized in the first attempt. Unable to reproduce the pump recognition issue. Root cause: the pump detection issue was most likely due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27504 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 code 2880 was reported incorrectly on manufacturer device report 1220648-2025-27504. New code was added to medical device problem code.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) was unable to recognize the impella. The aic was exchanged, and the new aic worked successfully.